Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from november 25, 2019 - november 26, 2019. H10: five (5) actual samples were received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed in all samples and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors underinfused during patient infusion. The reporter stated that approximately 30 - 40% of the solution remained in each device. The devices had been filled with piperacillin / tazobactam in 0.9% sodium chloride and connected to a PICC (peripherally inserted central catheter). There was no report of patient injury or medical intervention associated with this event. No additional information is available.